Manufacturer narrative:
Lot review: a review of lot 3475660 showed (B)(4) units were manufactured, tested, inspected and released in july 2017, citing no exception documents. Visual inspection: received one (1) used cl3361, 42" (107 cm) appx 5.2 ml, admin set w/20 drop in-line chamber, chemolock¿, spiros®, bag hanger, drop-in red cap; lot# 3475660. One (1) new cl3361, 42" (107 cm) appx 5.2 ml, admin set w/20 drop in-line chamber, chemolock¿, spiros®, bag hanger, drop-in red cap; lot# 3475660. One (1) cl-10 chemolock¿ bag spike; lot# unknown. One (1) b/braun empty 250ml 0.9% nacl injection usp bag. Engineering testing: the used cl3361 and cl-10 were pressure leak tested leakage was observed at the spin mechanism of the chemolock connector. The chemolock connector was disassembled with the following observations: the o-ring was missing from the assembly. The new cl3361 assembly was pressure leak tested. No leakage was observed. Engineering summary: the used cl3361 admin set was found due to a missing o-ring in the chemolock connector assembly. The issue is attributable to the manufacturing process. The manufacturing site has been notified and conducted employee training. ICU medical will monitor and trend.

Event description:
Complaint received regarding one cl3361, report states: ... Leakage coming from the tubing between the connection to the bag and the drip chamber.... No adverse patient consequences reported.